Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-16522. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013737 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 11-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6013737 the count of complaints is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR)review: the lot 6013737 was manufactured according to the work instruction (wi) version 31 and manufactured in the inset 30 l1 on 12-jun-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on tests for reference samples, no non-conformance (nc) raised during production unrelated to complaint code, 2 complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. The patient faced this issue with 4 infusion sets. The infusion set was in use for less than 24 hours. The site of insertion was abdomen. The patient noticed symptoms 3 or more hours of insertion. The blood glucose level was high, 14.3 mg/dl at the time of the event due to which patient had to visit emergency room. The patient was in the emergency room for 5 to 6 hours. The patient and got treated with intravenous IV saline and insulin. The patient also tested positive for ketones. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.